Event description:
It was reported through remote transmission that non-sustained rv oversensing was observed, but post-paced t-wave oversensing was not evident on segm. Programming changes were made and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.